Event description:
Reporter alleged advantage system blood glucose meter stored result of 710 mg/dl in meter memory. Reportable range is 10 mg/dl to 600 mg/dl, with any result greater than 600 mg/dl reported by meter and stored in memory as "hi". Reporter stated customer suffers from memory loss and was unable to provide info pertaining to the result. No adverse event was reported in connection with the result. A request was made for the return of the suspect device and replacement product was sent.